Manufacturer narrative:
Updated device codes to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and partial catheter were returned to the manufacturer for analysis on (B)(6) 2017. It was indicated there had been more drug than expected in the reservoir. It was reported the patient was not in a clinical study, the device had been used with/in the patient for treatment, and there had not been a patient death. The patient recovered without sequela. It was indicated the reason for the partial catheter removal was due to a break, tear, hole. No rotor or dye studies had been performed.

Manufacturer narrative:
Logs showed the pump was delivering hydromorphone 25.0 mg/ml at 21.089 mg/day and bupivacaine 3.0 mg/ml at 2.5307 mg/day. The catheter was returned, and analysis found the catheter body was broken. Result code (B)(4) no longer applies. Conclusion code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 25mg/ml; 7.010mg/day and bupivacaine 3mg/ml; 0.8412mg/day via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was asked but was unknown. Patient medical history and weight was asked but was unknown. It was reported the reservoir did not match the expected; 5-7ml more than expected was removed from the reservoir with the last refill. The physician did not perform a catheter dye study. Surgery was scheduled for (B)(6) 2017 to examine the catheter and replace the pump. Physician wanted to replace the pump since the elective replacement indicator (eri) was approximately 3 years and he was taking the patient to surgery. The catheter looked like it had a cut in it near the pump connector. The catheter was revised and the pump was replaced (B)(6) 2017. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. Patient status was alive - no injury. No further complications were reported.